Manufacturer narrative:
Product complaint # (B)(4). (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3883442 and product code 810081. No additional information is available. If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2016 and the mesh was implanted. It was reported that the patient first experienced a slight pain in the lower abdomen on the left side in the spring of 2018, then in the fall, the patient had difficulty unfolding. The patient had to straighten up after sitting too long; approximately for a 1/2 hour. It was reported that it took the patient ten minutes before managing to walk properly. It was also reported that the patient had more pain in the lower back, pelvis, hip, thigh, and leg. It was reported that the patient was in so much pain that caused inability to walk. It was reported that it was painful for the patient to rise up, lie down, sit down and dress which had become intolerable. It was also reported that the patient had urinary tract infections often for a few years. It was also reported that the patient had to be hospitalized urgently because the infection spread into the blood and ultimately caused sepsis.